Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the customer had experienced high blood glucose. The customer¿s blood glucose level was 500 at time of incident and the current blood glucose 524 mg/dl. The customer treated with manual injection. The customer does not allege pump was under delivering. It was reported that hey had insulin flow block alarm. The customer was advised to remove reservoir, rewind, reinsert reservoir and run load reservoir or fill tubing with current set. The customer reported insulin exited at the quick set release. The customer declined troubleshooting for high blood glucose. The customer was advised to disconnect at quick set release and was advised to remove set from body. The insulin pump will not be returned for analysis.